Event description:
Medtronic received information regarding a navigation device used during a procedure. It was reported that the system was continuously beeping and could not take scouts. The site took a spin and the spin was fine. They rebooted and a long error message displayed on the system. Delay and patient impact information were not provided. Additional information received from a manufacturer representative indicated the reported issue occurred during a lumbar fusion procedure. The issue resulted in a procedure delay of less than five minutes. There was no impact on patient outcome. There were no unused spins.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing logs revealed nothing critical. All generator voltages checked and passed. The manufacturer representative (rep) cycled power on/off several times and took several 2d/3d images with and without navigation without issue. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.